Manufacturer narrative:
The information submitted reflects all relevant data received. Phone calls were made to clinics to gather additional information but they reported they were not following this patient. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: product ID ksr701, implantable pulse generator (ipg), implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported by a patient that three years post implant of this right atrial (ra) lead there was an apparent fracture. The source of the fracture was unknown. The implantable pulse generator (ipg) system was initially implanted due to the patient's history of fainting spells. The lead remains implanted but to the patient's knowledge is not active. The patient no longer has fainting spells. No further patient complications have been reported as a result of this event.